Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a rewind issue. It was reported that the pump would not stop rewinding. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: there was a motor rewind tolerance (cs070) alarm and multiple motor (cs064) call service alarms associated with high force observed in the black box history. There were no call service alarms or rewind issue during the investigation. The product performed within specifications. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, there was debris found in the cartridge compartment and on the lead screw; there was no intermittent condition found to the motor circuit.